Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a metasul ldh, head, 50, code p, taper 18/20 on (B)(6) 2008 on the right side. The patient is being monitored. (Patient with bilateral hip replacement, left side is treated in (B)(4))

Manufacturer narrative:
Investigation results were made available. Trend analysis: n/a as no clear event reported. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description (event details, per): it was reported, that the patient was implanted a metasul ldh head, on (B)(6) 2008 and is being monitored for unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (patient was not revised). Root cause analysis: no clear event reported. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).